Event description:
A volume discrepancy was reported: actual residual volume (arv) was less than the expected residual volume (erc) i.e. Arv: 12, erv: 21.8. Pt was not experiencing any change in symptom control. At the last refill, a full 40ml was infused and pt did not report any unexpected symptoms at last refill. Logs were interrogated and everything was as expected. Pt was scheduled for a revisit after a month with close monitoring.

Event description:
It was later reported that a pump alarm was heard and confirmed by telemetry. A non-critical alarm due to eri (elective replacement indicator) was occurring. The patient experienced a change in therapy effect with "withdrawal like symptoms" and was using orals to help with the pain. The reporter was not with the patient to interrogate the pump but believed that the eos (end of service) date was (B)(6) 2011. The health care provider was working to get a pump replacement scheduled prior to the eos date. The pump contained hydromorphone (dilaudid). The hcp later reported that the cause of the event was pump - normal battery depletion; the patient was feeling symptoms of "opioid withdrawal". The patient underwent revision; no injury.

Manufacturer narrative:
(B)(4).